Event description:
The device loses pressure and the band deflates. The device did not cause any injury to patient/operator. The event was found out during surgery intervention but it did not cause delay. The surgery has been completed with another device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for ats 3000 tourniquet system serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that the device would lose pressure and deflate. The customer was asked to return an a.t.s. 3000 tourniquet system serial number (B)(6) for evaluation; however, at the time of the investigation, the device has yet to be returned for evaluation. As such, no evaluation or repair of the device has been performed and cannot be reviewed as part of the complaint investigation. The device was not returned for evaluation or repair at the time of the investigation. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device loses pressure and the band deflates. No adverse events were reported as a result of this malfunction.